Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was scheduled to be explanted after normal battery depletion. However, during the procedure the right ventricular (rv) lead was stuck in the header of the device. The rv lead had to be surgically abandoned and replaced as well. This ICD has not been returned at this time. No additional adverse patient effects were reported.